Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was inserted into the guide catheter and for reasons unk. An attempt was made to retract the sds. Upon removal from the guide catheter, it was discovered that the stent was not on the balloon, but was found in the guide. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Potential causes for this type of event, as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. With the info provided, the interaction with the guiding catheter likely contributed to the stent dislodgement. Without the device to examine, no determination can be made as to the root cause of the reported difficulty.